Event description:
It was reported that on an unknown date, it was discovered that a 7.3mm cannulated screw was potentially broken in the arch of the patient¿s foot. The date that the device broke is unknown. The patient is scheduled for revision surgery to remove the screw on an unknown date, approximately two weeks from (B)(6) 2013. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant date is unknown. Explant is projected for two weeks from (B)(6) 2013. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Xrays taken on (B)(6) 2013, received on 10-jul-2013. (B)(6).

Manufacturer narrative:
Device used for treatment not diagnosis.

Event description:
It was reported that a revision surgery took place on (B)(6) 2014 due to the surgeon being unable to contact the patient for many months. The complainant screw was confirmed to be broken. It was reported that the screw broke in half and the surgeon explanted the head portion of the screw with the remaining threads implanted. The original report states that the screw would be replaced with a plate, but as no plate was necessary originally surgeon decided not to implant plate. The portion of the screw that was removed occured without additional intervention.